Event description:
On (B)(6) 2017, a reporter for the patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra meter was testing in memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the meter began testing in memory mode on the morning of (B)(6) 2017. The patient manages her diabetes with oral medication, diet and/or exercise. The reporter was unable or unwilling to say whether the patient made any changes to her usual diabetes management routine following the start of the alleged issue. The reporter indicated that at an unknown time on (B)(6) 2017, the patient developed symptoms of ¿confused, lethargic and drowsy.¿ she reported that the patient went to the emergency room and at 6:30pm on (B)(6) 2017 and was treated by a healthcare professional (hcp) with ¿IV fluids, insulin and medications¿. The reporter indicated that a laboratory blood glucose result of 500 mg/dl was obtained at 7:30pm on (B)(6) 2017. At the time of troubleshooting, the cca educated the reporter on the correct testing procedure and walked her through a test. The issue was resolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.